Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level ranged from 130-140's (mg/dl). Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.